Manufacturer narrative:
(B)(4).

Event description:
The pt was implanted with three leads on (B)(6) 2011, one cervical and 2 subcutaneous. The pt was deep asleep during the procedure so no intra operative testing was done. The leads were connected to the implantable pulse generator (ipg) without incident and surgical impedances were within normal limits. An x-ray after implantation showed the cervical lead in the correct position during the initial programming, approx three hours after the procedure the cervical lead was sensitive at 0.1 to 0.5 volts, so the subcutaneous leads were programmed. After walking around, the pt asked to try the cervical lead again. The pt was no longer sensitive and the lead was set at 6.2vols. The pt later experienced numbness, weakness and pain/burning in the right arm and armpit. A CT scan on (B)(6) 2011, showed that the cervical lead appeared to have migrated down to t7 and was ¿going through the spinal cord¿. The lead and anchor were removed easily on (B)(6) 2011, but there was csf present in the thoracic incision. There were no visible abnormalities on the lead and titan anchor. The devices were mailed to the MFR. The pt was still in the hosp on (B)(6) 2011.